Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg was not communicating with external devices. The patients ipg was not placed into surgery mode during a recent unrelated surgery. Surgical intervention may take place at a later date to rectify the patient issue.

Manufacturer narrative:
Section a4: patient weight was not made available. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.